Manufacturer narrative:
Article citation: neubauer, j., suesskind, d., gassel, c. J., nasyrov, e., & voykov, b. (2024). Histopathological findings of failed blebs after microinvasive bleb surgery with the xen gel stent and preserflo microshunt. Graefe¿s archive for clinical and experimental ophthalmology. Https://doi.org/10.1007/s00417-024-06479-w. Multiple requests for further information have been made. Allergan has received no response from the authors. The event is a known potential adverse event addressed in the product labeling.

Event description:
Journal article titled "histopathological findings of failed blebs after microinvasive bleb surgery with the xen gel stent and preserfo microshunt" reported "3 patients had a prior xen implantations noted under patient history". Devices remain implanted. This is the same article reported under abbvie complaint (B)(6) (emdr-30612). This MDR is being submitted for 3 patients had a prior xen implantations noted under patient history.